Event description:
A physician reported a hakim valve (ID 823148) was implanted in a patient with communicating hydrocephalus via lumboperitoneal (lp) shunt on unknown date with unknown setting. On (B)(6) 2023, a revision surgery was performed due to suspected obstruction of the valve. The valve and ventricular catheter were explanted and replaced on (B)(6) 2023. According to information provided, it is unknown if the ventricular catheter is a component of the hakim valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823148) was returned for evaluation. Device history record (DHR) ¿ lot 4113065, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, and pressure. The catheter was irrigated no occlusions noted. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device.

Event description:
N/a.